Event description:
Caller states the pt tested 7.3 inr and 4.8 inr on the coaguchek xs during duplicated testing. Caller states no treatment info is known. No adverse event reported. Requested return of suspect system and replacement was sent.